Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin. Net transmission, an alert of high voltage circuit damage was observed. It was noted that the alert was inaccurate due to electromagnetic interference (emi) around the device during unrelated surgical procedure. Normal capacitor behavior was confirmed. Programming change was made to clear the alert. The patient was stable.